Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates.

Event description:
The subject device was a demo unit being used for a percutaneous nephrolithonomy (pcnl) procedure. The device was replaced with a backup unit and the procedure was completed with a 30 minute delay. There was no patient injury/harm related to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. Device evaluation confirmed the reported issue. The transducer receptacle was found damaged with a broken pin, causing red lights to error and probe indicators and no output. Additionally, four bottom feet were missing. The device had been previously serviced by olympus, therefore a service history review replaced the device history records review. In may 2020 , the unit was inspected by olympus service. At the time of evaluation, only minor cosmetic scratches on the housing were noted. The unit passed functional test, output test and electrical safety test. Damage to a transducer receptacle is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that during a procedure trial, the device showed probe error. The user replaced the probe, cord and footswitch, however, the issue was not resolved. The procedure was completed by using another unit. The serial number of the device used to complete the procedure was not provided. There was no patient impact or injury was reported due to the event.